Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they saw an alarm for heartrate on their central station but the alarm was 30 seconds later. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to troubleshoot the issue. The tc stated that the issue may be related to alarm reminders. Additional information was requested regarding the alarm delay allegation; however, no additional details were known. There is insufficient information to rule out a product malfunction. The device remains onsite and in use.